Manufacturer narrative:
On 28 april 1998, the physician reported that the pt was last seen on 13 april 1998. The symptoms resolved on 31 april 1997.

Event description:
A physician reported a pt who was skin tested in the left forearm on 4/23/1997. On 4/28/1997, she had a tuberculin test injected into her right forearm by another physician (md and tb product unknown). On 4/29/1997, she noticed that the collagen skin test site had a red, macular rash about the size of a silver dollar, surrounding the injection site, with other redness consistent with the intradermal lines caused by the original injection. The physician interpreted this as a positive skin test. On 4/29/1997, topical elocon and oral claritin were prescribed, and no further collagen skin tests will be conducted.